Event description:
Received an implant card which indicated that a pt's previous vns device had been explanted due to an infection. Follow up with the physician revealed that both the lead and generator were removed after the pt developed a superficial wound infection at the neck incision. The cause of the infection is unk. Antibiotics were given in the or and the wound was washed as treatments. Wound cultures were not taken.